Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient was admitted to the hospital due to hyperglycemia reported to be 30 mmol/l with nausea and vomiting as symptoms of diabetic ketoacidosis. It was found that the cannula was bent under the skin. The patient was released from the hospital after 2-3 days. The patient had faced bent cannula issue before as well. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.